Manufacturer narrative:
(B)(6). Device manufacture date: unknown as product serial number was not provided.the device was not returned for analysis as it was discarded by the customer. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to poor tolerance of halo and glare. The iol was replaced with ar40e00205. It was mentioned that the doctor did not have an issue with the iol. The iol was implanted and explanted by 2 different surgeons. No additional information was provided to johnson and johnson surgical vision, inc.